Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was being used for closure of a puncture site. Initially, it was reported that the pulsatile blood flow was first observed to have stopped and the indicator window turned to black-black, as per observation of the physician. However, there was blood coming from the puncture site and bleeding site. It was later reported that the bleed back did not initially stop and there was bleeding from the bleed back port and puncture site. The procedure was completed using manual compression. There was no reported patient injury. The procedure was a lower limb arterial treatment using a retrograde approach. He physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) was being used for closure of a puncture site. Initially, it was reported that the pulsatile blood flow was first observed to have stopped and the indicator window turned to black-black, as per observation of the physician. However, there was blood coming from the puncture site and bleeding site. It was later reported that the bleed back did not initially stop and there was bleeding from the bleed back port and puncture site. The procedure was completed using manual compression. There was no reported patient injury. The procedure was a lower limb arterial treatment using a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque, and there was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile vascular closure device 6f involved in the reported complaint was received for analysis. Per visual analysis, the deployment lever on the device was fully depressed and the plug was not present on the delivery shaft with the indicator wire fully retracted, which was found with dry blood residues. The indicator window was received in the black/white and red position as expected with a deployed device, and the guard was found locked. No other anomalies were observed during this analysis. Additionally, the catheter sheath introducer (csi) used in the procedure was not returned with the device. Exoseal functional testing could not be executed due to the fully deployed conditions of the unit received. Visual inspection at high magnification showed that there was no evidence of obstruction or other type damage that could be identified in the internal configuration of the device assembly that could impede the window movement mechanism. The reported event of ¿indicator window-incorrect indication¿ was not confirmed through analysis of the returned device. Additionally, the reported event of ¿bleeding¿ could not be confirmed as procedural images were not provided. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Access site hemorrhages are a common procedural complication and is listed in the instructions for use (IFU) as such. Based on the information available for review and product analysis, access site vessel characteristics (although reported to not have any visible calcium/plaque or stent near the puncture site) may have contributed to the incorrect indication noted during retraction since there were no anomalies noted to the returned device. Access site hemorrhages during the vascular closure procedure are frequently related to stick technique, anticoagulation, blood pressure, and adequate sheath removal technique. Therefore, patient/vessel factors and/or procedural/handling factors of the device likely resulted in the bleeding noted from the puncture site when attempting to position the exoseal device for deployment. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are cautioned that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of the exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. It also cautions if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.